Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, when this rv lead was being placed, the helix was observed to not extend or retract properly. A high out of range pacing impedance measurement of 3000 ohms was also noted. The rv lead was removed and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was subjected to analysis. The lead passed a continuity test which confirmed that it was electrically continuous. A stylet insertion test was also performed and passed without any issue. Blood and body fluid was found in the helix housing and neck region of the lead which contributed to the observed helix extension/retraction issues in the field as the helix would not function properly in the laboratory as well.